Manufacturer narrative:
(B)(4): the customer reported that the lead voltage was lower on their tc50 than that of a different cardiograph. There was no reported adverse pt impact. The pt's ECG file was forwarded to philips for eval. It was observed that several of the leads in the ECG report had a reduced amplitude. This new info makes this complaint reportable. The pm module was found to be defective and it was replaced to resolve the reported issue.

Event description:
The customer reported that the lead voltage was lower on their tc50 than that of a different cardiograph.